Manufacturer narrative:
The insulin pump was received with a cracked end cap. They were unable to perform the basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, current test, and displacement test due to the cracked end cap. The pump was received with a minor scratched lcd window, a stained address/serial number label, a missing end cap sticker, a loose drive support disk, a cracked lcd window, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that was changing the insulin and the insulin was squirting out during manual prime. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that she was receiving the compromised force sensor system alarm and was unable to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm/alert. Customer stated that the pump was not dropped or bumped prior to the alarm. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.